Event description:
As reported, the deploy button of a 5f exoseal vascular closure device (vcd) could not be depressed when in the black-black state of the indicator window. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes. The vcd was used in a trans-arterial chemo embolization using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The vcd was prepared and used in accordance with the instructions for use (IFU). The device was used with a 5f non-cordis sheath. The device was prepped per the instructions for use (IFU). There was no access vessel tortuosity. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. They were also retracted together until the indicator window changed to a solid black color. When depression of the button was attempted, excess force was necessary and the button would not depress at all. The indicator window was showing solid black at this time, and no red color was observed during retraction. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the deploy button of a 5f exoseal vascular closure device (vcd) could not be depressed when in the black-black state of the indicator window. Therefore, the product wasn¿t available and manual compression was performed for twenty minutes. The vcd was used in a trans-arterial chemo embolization using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The vcd was prepared and used in accordance with the instructions for use (IFU). The device was used with a 5f non-cordis sheath. The device was prepped per the instructions for use (IFU). There was no access vessel tortuosity. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. They were also retracted together until the indicator window changed to a solid black color. When depression of the button was attempted, excess force was necessary and the button would not depress at all. The indicator window was showing solid black at this time, and no red color was observed during retraction. One non-sterile exoseal vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed after the guard was locked. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, resulting in the indicator wire retraction and the expected plug deployment. Additionally, the indicator window reached the black/white and red position as expected. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was successfully deployed with full lever depression during the functional analysis. The exact cause of the reported issue could not be determined. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.